Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism was confirmed, but the cause of the reported event could not be determined from the photographs that were provided for investigation. The physical sample was not returned for investigation. The photographs showed two disassembled powerglide deployment systems. The handles had been disassembled. The needle had been removed from each handle and the safety mechanism was positioned over each needle tip. One photo showed the guidewire attached to each handle and the guidewire lengths appeared to be the same. Other photos showed the safety mechanism positioned side by side and the safety mechanisms were positioned at a different locations of the needle tip. No portion of the needle tip was exposed outside of the safety mechanism. Only one needle tip was positioned within the protruding tip of the safety mechanism. Based on the position of the safety mechanism in relation to one of the needle tips, the complaint was confirmed, but the exact cause of damage could not be determined from the photographs. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "during powerglide placement catheter deployed fine but resistance was felt while pulling back to activate safety. Upon removal of needle it was observed that the wire appeared to be short and had sheared off. After further inspection of the device (removing housing to pull wire out and compare wire lengths), it became clear that the safety did not properly deploy and was sitting in front of the needle giving the appearance of a shortened wire."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refr1287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during powerglide placement catheter deployed fine but resistance was felt while pulling back to activate safety. Upon removal of needle it was observed that the wire appeared to be short and had sheared off. After further inspection of the device (removing housing to pull wire out and compare wire lengths), it became clear that the safety did not properly deploy and was sitting in front of the needle giving the appearance of a shortened wire."